Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, central defect / scratch on optics - possibly when inserting through the tweezers. During the operation after implantation of the iol, a central defect / scratch on the optics is noticed. The damage likely occurred due to contact with tweezers during the iol loading process into the cartridge. Lens was explanted in initial procedure and replaced with the backup lens. Additional information was requested.